Event description:
A customer reported he received high readings on his blood glucose meter. Two readings were reported: 174 mg/dl and 272 mg/dl. Additionally, the customer reported he could not obtain a reading on his blood glucose meter and as a result he could not test his blood glucose level. The customer reportedly experienced symptoms of dizziness, dry mouth and sweatiness, and took his regular diabetes medications to counteract the event. It was also reported the customer went to a health care facility and was diagnosed with severe hyperglycemia, but the medical treatment received is unclear (customer thought "they gave him a pill"). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned.